Event description:
Customer reported via phone call, she had lost her serter and was manually inserting the infusion set. She has been experienced high blood glucose of 579 mg/dl when she inserted and current blood glucose was 479 mg/dl. The call was disconnected. Customer is not returning the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.